Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.